Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's heart valve replacement procedure, the existing right ventricular (rv) lead was inadvertently cut. The rv lead was partially removed and replaced with a new rv lead. It was also noted that the new rv lead showed a continued rise to high threshold measurements. The physician chose to inactivate the entire traditional transvenous system, and replace it with a new leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.